Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system 20 g x 1.00 in. The prn separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: after placement, when pulling off the shield the entire shield and cap separated from the device. The device was replaced and there was no further patient impact. No photos or sample available. Lot# 1053944.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system 20 g x 1.00 in. The prn separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: after placement, when pulling off the shield the entire shield and cap separated from the device. The device was replaced and there was no further patient impact. No photos or sample available. Lot# 1053944.